Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to broken trace. Device passed displacement test and self test. No the motor arm cannot communicate with the main arm error during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received multiple pump error alarm. The customer¿s blood glucose was 125 mg/dl. Customer was able to successfully clear the alarm and received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that they perform a self test and the test did not pass. Troubleshoot was performed. Customer advised to insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.